Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The dilator had been perforated 15.00¿ proximal to the distal tip and the sheath had been perforated 13.90¿ proximal to the distal tip. The sheath distal tip had been split. No other visual anomalies were noted. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly. No resistance was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, difficulty was noted when trying to advance the transeptal needle through the introducer. Multiple attempts were made with no resolution. The introducer was removed from the patient and it was noted that the needle and punctured the proximal part of both the dilator and sheath. Another introducer was used to complete the procedure with no adverse consequence to the patient.